Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 284 mg/dl. Customer stated that she was on a boat with the insulin pump clipped to a bathing suit and that it was exposed to perspiration. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that she was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.